Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the previously reported impedance issues pertain to another ins (B)(4). This report captures only the set screw issues on ins (B)(4). Refer to regulatory report #3004209178-2016-00897 for the report of the impedance issues.

Event description:
Information was previously reported in manufacturer's report # 3007566237-2014-03589: during a device procedure, impedance testing was done at 1.0 volts, 1.5 volts, and 2.0 volts and the electrode pairs of 0 and 1, 0 and 2, 1 and 2, 1 and 3, and 2 and 3 were showing greater than 4000 ohms with each test voltage. The impedance of the case and 2 was 3400 ohms. The patient was getting a good bellows response but no toes when the implantable neurostimulator (ins) was connected to the lead. The lead placement was good and when the lead was tested alone the patient was getting strong bellows on all contacts. The physician attempted to put the lead back into the ins but the setscrew didn¿t feel right. The physician wanted to use another ins. It was also reported that the impedance check during a procedure was showing values over 4000 (high) on 8 different combinations. Tech services told the doctor to remove the ins and check each electrode with the patient j-hook cable. The patient had a motor and sensory response on every electrode. When the doctor put the implantable neurostimulator (ins) back on the lead, the screw would not work. Device was not implanted; different product was used. Patient status at the time of the reporting was noted as alive - no injury. Future reporting will occur under current manufacturer's report #.

Event description:
Additional information received noted that the high impedances resolved post-operatively. The event cause was not determined. This reporter did not know the cause of the impedance issue. No lead fractures were noted. Regarding troubleshooting, it was noted the help center suggested the doctor remove the implantable neurostimulator (ins) and then test each electrode with the j-hook cable and the brown stim box. The patient had sensory and motor response on all four electrodes. When the doctor put the ins back on, the screw would not go in. The doctor wanted to use another ins. On (B)(6) 2014, a new battery was used. The second ins worked. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. (B)(4).

Manufacturer narrative:
Product ID 3889-33, lot# va0nnyh, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.